Event description:
According to the reporter, prior to use, the cable had no rso2 reading. It did not send any signal to the monitor. It was tested via the field test device of the system. There was no patient involvement.

Manufacturer narrative:
D10 concomitant product: pmac71rsc, sensor cable re-usable pmac71rsc invos (lot#2023-04-28); pmac71rsc, sensor cable re-usable pmac71rsc invos (lot#2023-04-28); pmac71rsc, sensor cable re-usable pmac71rsc invos (lot#2023-04-28); this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that it did not work at all, keeping the ¿check sensor¿ error visible. Functional testing found that it was defective. The cable was tested via the field test device of the system. It was reported that the cable had no rso2 reading. It did not send any signal to the monitor. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.